Event description:
It was reported that a intraocular lens explanted from the left eye of a male patient after he complained of ''not being able to see''. The lens was explanted successfully on (B)(6) 2012, without any patient complications. No further information was provided.

Manufacturer narrative:
(B)(4). Reason for non evaluation: at receipt of the box, a visual inspection noted that the actual lens was not inside and an evaluation of the lens was not possible. The manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 16.0 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics was submitted. Placeholder.